Manufacturer narrative:
Since the device was discarded by the hosp and no add'l info was available, an investigation of the reported event could not be carried out.

Event description:
It was reported that the drill bit broke during use. No adverse event was reported. Add'l bits were available.